Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturing representative regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient came in for regular post-operative check-up after end of life battery replacement and stated she was getting zapped by device. Device was turned 2.4 volts to 2.0 volts. Additional information was received stating patient called to report she was still getting zapped. Device was turned completely off. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient device was discarded and has not been returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) via the healthcare professional: it was unknown whether there were any external/environmental/patient factors that may have caused or contributed to zapping by the device. The patient had their battery replaced 12/3/19 which resolved the issue.